Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal bleed (gi bleed) using a pod packing coil (pod pc), a penumbra handle and a lantern delivery microcatheter (lantern). During the procedure, it was reported that a pod pc had unintentionally detached. Therefore, the physician used a snare device to remove the pod pc. It is unknown how the procedure was completed. There was no report of an adverse effect to the patient.